Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction. Visual inspections were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and ischemia are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure of the left iliac artery. Reportedly, a suture break occurred when pulling back the device to retrieve the suture. Another proglide device was used to achieve hemostasis. The following day, the patient developed an occlusion in the right femoral artery (where the proglide device was used for closing the vascular access). A controlled ultrasound was performed and the right foot was cold. Percutaneous transluminal angioplasty (pta) was performed in which a stent was implanted. The patient was reportedly doing well. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure of the left iliac artery. Reportedly, a suture break occurred when pulling back the device to retrieve the suture. Another proglide device was used to achieve hemostasis. The following day, the patient developed an occlusion in the right femoral artery (where the proglide device was used for closing the vascular access). A controlled ultrasound was performed and the right foot was cold. Percutaneous transluminal angioplasty (pta) was performed in which a stent was implanted. The patient was reportedly doing well. There was no adverse patient sequela. No additional information was provided.